Event description:
When changing the infusion line, a nurse noticed a decrease of the infusion pressure. Upon checking the line it was noticed that a leak was occurring from the filter housing. The nurse checked the glycemia and found that the premature infant was hypoglycemic (<.40). This hypoglycemia duration was approximately 1 hour. Since this event, the premature infant recovered and is now out of the nicu. No further pt sequeale were reported.